Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The field representative was onsite when the reported event occurred. He reported the the issue was resolved and could not be replicated following a system reboot. No further issues were reported. No parts needed to be replaced or returned.

Event description:
A medtronic representative reported that the imaging system's image acquisition system (ias) displayed an error message regarding initializing the collimator. There was no patient present when this issue was identified.